Event description:
It was reported that the device received constant alarms for "check IV set". There was no patient involvement.

Manufacturer narrative:
Disregard file, after further review it is deemed non-reportable.

Manufacturer narrative:
File is reportable based on the investigation results. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/11/2015 to the present date 11/18/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device received constant alarms for "check IV set". There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received constant alarms for "check IV set". There was no patient involvement.